Event description:
The customer reported that during use of this concept suture passer needle with the suture passer (item #(B)(4)) in a shoulder arthroscopy/rotator cuff repair procedure, the tip of the needle broke off in the surgical site while the surgeon attempted to pass the suture. The facility reported that the surgeon successfully passed the first suture, but the subsequent one would not pass. The surgeon examined the instrument and discovered a tiny portion of the nitinol needle tip was missing. The surgeon visually inspected the surgical site and noticed the broken tip within the joint. Attempt to retrieve the tiny broken tip with graspers was not successful and the surgeon subsequently used the suction of a shaver blade (typically used in this procedure) in the area where the needle tip was sighted. X-ray was conducted, which indicated no sign of the needle tip in the surgical site. The procedure was completed as planned using a new needle in the same passer, with no further complications or patient injury. Received information indicated that the needle was disposed of after the surgery and the suture passer remained in use at the facility with no problem noted.

Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was unable to be determined. A review of the device history records showed this lot unique identifier (B)(4)) was manufactured on (B)(4) 2013 in a lot of 95 units with no noted discrepancies during the manufacturing process that could have caused or contributed to this alleged problem. To date, no similar complaints have been received for this item and lot number combination. This needle is composed of shaft and blade made of 96se508 super elastic nitinol and a tab made of lustran abs-348. Each of these materials are routinely used in the manufacture of medical instruments and have a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches and orthodontic devices. The suture passer and needle were released in (B)(4) 2010 and the use of this product is technique dependent and the dfmea for this product addresses needle breakage as an acceptable risk. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. Device was discarded at user facility